Manufacturer narrative:
(Lead) the lead body conductor was broken at the anchor site. (Lead) the lead body conductor was broken at the anchor site. (Neurostimulator) no evidence of anomalies found. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n310050, implanted: (B)(6) 2011, product type: screening device. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had intermittent therapy from their implantable neurostimulator (ins). The patient also experienced sharp shocks and jolts. What led to the issue was unknown but at reprogramming multiple electrodes were measured as out of range. Specifically, impedance testing showed all electrodes, other than #0, 5, 7, 8, and 15, were >10,000 ohms. Reprogramming was performed to established therapy. A surgical revision was planned (to explant the devices) but had not been scheduled at the time of report. The patient status at the time of report was noted as "alive - no injury". The indication for use for the implanted device was noted as spinal pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.